Manufacturer narrative:
At this time, the lead remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead had several daily measurements with low out of range pacing impedances less than 200 ohms. The lead remain in-service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead remains capped. If the product is explanted and returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that this ra lead was surgically capped, and crt-d was explanted. During the revision procedure, the lead was tested on the pacing system analyzer (psa) and the impedances remained low out of range.